Event description:
The user facility reported that the surgical table unexpectedly moved from a level position to a full reverse trendelenburg position during a patient procedure. The or staff were able to support the patient, return the table to level and complete the procedure successfully; no injuries were reported.

Manufacturer narrative:
A steris technician inspected the table and found the table would not respond to the hand control commands and was able to duplicate the reported event. The technician performed troubleshooting and determined there was a short in the foot control causing the hand control to not operate properly. The technician disabled the foot control feature and confirmed the table was operational.